Event description:
It was reported that, "she had a loose patella and the baseplate was loose. It had to get revised."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR.# 9610726-2010-00446.